Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2014, the patient complained of pain at the peg site. The physician examined and noticed that there was an abscess formation on the outer skin surface of the stoma. It was also noted that the internal bolster was embedded in the stomach wall. The patient had an infection as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.